Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusions. The customer's blood glucose level was 557 mg/dl with ketones and was addressed with an injection of insulin. As these alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.